Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely accessed the instrument files which indicated that quality control (qc) was out of range low for level 1 on the day of the event and there were no errors flagged on the instrument. The cause of the discordant, falsely depressed vancomycin result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on dimension vista 1500 instrument. The discordant result was reported out and a pharmacist questioned the result. The sample was repeated on the same instrument, resulting higher and matching the patient history. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.

Manufacturer narrative:
The initial MDR 2517506-2016-00528 was filed on december 28, 2016. Additional information (12/06/2016): a siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse replaced sample probe 1 (s1) mixer and probe, and proactively replaced the aliquot probe. The cse set bottom of cuvette alignments for s1 and reagent probe 2 (r2) due to service methods failures. Then the cse ran a probe test, resulting acceptable. Additional information (02/20/2017): a siemens headquarters support center (hsc) specialist reviewed the event data and service report. The hsc specialist found no instrument issue following the cse service visit. The cause of the discordant, falsely low vancomycin (vanc) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.